Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 36 unopened pouches and 1 open pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. The open pouch received has thread broken. Tested the knot pull tensile strength of the closed samples received and the results fulfills the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Thread breaks easily when tension is applied.